Event description:
It was reported that patient was experiencing phrenic nerve stimulation when turned onto her right side. Device was reprogrammed and settings were changed for the left ventricular (lv) lead. The patient is enrolled in the attain performa study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This lead was errantly reported. The lead is involved in an ide study and will be reported via the clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 6947m implantable tachy lead (B)(6) 2013; dtbx1qq implantable cardioverter defibrillator (ICD)  (B)(6) 2013. (B)(4).